Event description:
During the surgical procedure the customer experienced "temporary motion sensor data mismatch" errors. No pt harm was reported. The procedure was coverted to traditional open surgical techniques to finish the planned surgery.